Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a clearlink system secondary medication set. It was further specified that the medication would not drip; instead it pulled from the primary bag. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.